Event description:
The umbilical catheter snapped at the point of entry into the baby's umbilicus. The catheter was removed from the patient without surgical intervention. There was no patient impact.

Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd and its independent expert clinical advisors believe this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. Conclusions: insufficient material returned for tensile strength test. Tubing damaged (cut) near sever.